Event description:
It was reported that the patient went to the hospital due to a lead integrity alert. It appeared the lead integrity alert was a result of non-sustained high frequency and integrity counter. It was also noted that the lead¿s threshold had increased significantly. Additionally it was reported that during the lead revision the noise could not be reproduced and an attempt at repositioning the lead caused an increase of the pacing threshold. The physician then decided to replace the lead; however during the explant it was difficult to unscrew the helix mechanism. The lead was able to be explanted and was then replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage. Additionally, analysis comments indicated that the lead was returned with the helix stretched. There were no other anomalies observed and all electrical testing was within specified parameters.